Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation of the log files showed that the system was powered on and went into "bypass fluoro" mode. The service engineer exchanged the collimator and the power supply u2 for collimators and returned them for evaluation. Investigation included a visual check and a check of all collimator functionalities. Additional information was taken from the information center and the system log files, however, no collimator errors could be found. The power supply u2 was exchanged by the siemens service engineer and the error did not reoccur. The manufacturer is not considering further actions from this nonsystematic event. The problem itself does not represent a sudden loss of functionality and there is remaining imaging functionality at all times.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that only bypass fluoro was available and the collimator was not reachable. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.